Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined by abbvie medical safety that the event of right side "rupture" is not device-related, as it was indicated that the rupture occurred following a car accident. This record is no longer reportable to the FDA and will be un-reported.